Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated while in the shipping box despite the use of two separate programmers. It was also reported that the ICD would not respond to a magnet.